Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case-unable to remove cartridge compartment cap) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2014 with the following findings: visual inspection revealed that the top of the battery cap was worn. The cap was removed, and a test battery cap was used to complete investigation. The test cap tightened fully to the pump, and the pump powered on normally. Unrelated to the complaint, investigation revealed that the keypad was cut and torn, and the low-profile clip insert was broken and the clip could not be attached to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.